Event description:
It was reported that a pt underwent surgery for the treatment of stress urinary incontinence and rectocele on (B)(6) 2004 and mesh and an ams monarch were implanted. On (B)(6) 2005, the pt was implanted with the caldera t-sling for the treatment of stress urinary incontinence and rectocele. The pt experienced pain and erosion of her internal bodily tissue post-operatively. No additional info was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/12/2012. Additional: dr. (B)(6), dr. (B)(6).

Manufacturer narrative:
Lawyer-filed report (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient experienced multiple symptoms after implantation including pain, vaginal odor, discharge, infections and enterovaginal fistula. The patient underwent mesh removal on (B)(6) 2005 and (B)(6) 2009. The patient had laparoscopic enterolysis, paravaginal repair, with implantation of monarch sling concurrently with the mesh implantation.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2004 and mesh was implanted. It was reported that patient underwent laparoscopic take-down of colovaginal fistula with repair of vaginotomy and repair of colostomy on (B)(6) 2009. No additional information was provided. (B)(4).